Manufacturer narrative:
Explant scientist observations from the report provided by third party investigator: the aortic extender was reported to measure 43 mm in length. A thin light tan tissue focus was present at the distal aspect of the device associated with approximately 2-3 stent rows which appear to have nominal diameter. The remainder of the ablumen was generally devoid of tissue except minimal scattered plaques of red/ brown material. Luminal tissue deposition was minimal, but a gross description is not visually determinable via the images provided; however, the lumen was widely patent. The trunk fragment reported to measure 81 mm in length with both distal limbs and the constraint sleeve transected. Visible in the lumen of the trunk appears to be an aortic extender component situated in an overlapping configuration and extending minimally from the proximal end. A fragment of stent graft is visible extending from the contralateral gate of the trunk. The ablumen was generally devoid of tissue except scattered plaques of red/ brown material. Luminal tissue deposition was not visually determinable via the images provided and the patency of the graft fragment cannot be confirmed based on the analysis or images provided. Material disruptions (e.g., transections) were consistent with those caused by surgical instrumentation (e.g., scalpel, scissors) during the explant process. A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Multiple attempts have been made to acquire additional information to classify any possible specific device problem, device identification, and event dates. No additional information has been provided. D10: concomitant medical products: gore® excluder® aaa endoprosthesis - stent graft aortic extender endoprosthesis (x2). Gore® excluder® aaa endoprosthesis - stent graft contralateral leg endoprosthesis. H6: added component code 515. Added type of investigation code 4111. Corrected g1 manufacturing site name and address. The correct manufacturing site number is 3007284313. Corrected h6: updated investigation findings code to 213 - no device problem found. Code 3221 is no longer applicable. Updated investigation conclusions code to 4315 - cause not established. Code 11 is no longer applicable.

Manufacturer narrative:
H6: added investigation conclusion code 67.

Event description:
It was reported to gore that a patient was treated with gore® excluder® aaa endoprostheses on a an unknown date. Due to an unknown reason, the device was explanted. No other clinical data has been provided and is not available.

Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. The date of incident is unknown. Therefore, the date of which the incident was received from a third party investigator is used as date of event. The medical device returned to a third party for investigation. The analysis report was shared with gore and evaluated appropriately.